Manufacturer narrative:
Sanofi company comment dated 21-aug-2015: this case concerns a patient who experienced dramatic pain and swelling post synvisc injection. As the event product temporal relationship is not provided the device cannot be completely indicated for the causation of the event. Lack of detailed information regarding event details, medical history, underlying disease and other concomitant medications makes the complete medical assessment of the case difficult.

Event description:
Dramatic pain reaction to synvisc [pain]. Dramatic swelling/ swelling in knees [swelling of knees]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This case is cross referred with case: (B)(4) (cluster). This unsolicited device case from united states was received on 17-aug-2015 from a nurse via health authority of united states (us-FDA). This case concerns a patient of unknown demographics who experienced dramatic swelling/ swelling in knees and pain reaction to synvisc. No past drug, medical history and concurrent condition was reported. The patient's concomitant medication included meloxicam. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml every week (indication, batch/lot number and expiry date: not provided). On (B)(6) 2015 (in last 2 weeks), the patient experienced dramatic swelling in knees and pain reaction to synvisc after the first synvisc injection. It was reported that further treatment with synvisc injection was stopped. On an unknown date in 2015, (in 2-3 weeks), the patient recovered. Action taken: stopped temporarily. Corrective treatment: not reported for both the events. Outcome: dramatic swelling: recovered; dramatic pain reaction to synvisc: unknown a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: medically significant for both the events pharmacovigilance comment: sanofi company comment dated 21-aug-2015: this case concerns a patient who experienced dramatic pain and swelling post synvisc injection. As the event product temporal relationship is not provided the device cannot be completely indicated for the causation of the event. Lack of detailed information regarding event details, medical history, underlying disease and other concomitant medications makes the complete medical assessment of the case difficult.